Manufacturer narrative:
The analyzer serial number was not provided. The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay performed within specifications. A review of the provided data indicated that no amplification was observed in the targets for the provided samples, and some samples generated invalid results for the internal control, suggesting potential issues with sample integrity. The investigation did not identify a product problem with the alleged kit lot. The most likely cause of the discrepant results was attributed to a sample-specific issue, potentially due to deterioration of the samples caused by prolonged storage and repeated freeze-thaw cycles. A definitive root cause for the reported event could not be determined based on the available information.

Event description:
The initial reporter alleged multiple false-negative results for known positive samples during a validation study using the kit s201 t-scrn mpx v2.0 96t us-ivd assay. The samples were plasma obtained from blood bags and frozen in secondary tubes. No additional information regarding the sample quality, duration of freezing, or number of freeze-thaw cycles was provided. Testing conducted on (B)(6) 2024 generated negative results for hiv, hepatitis c virus (hcv), and hepatitis b virus (hbv) across multiple samples. Additional testing on (B)(6) 2024, also produced negative results for hiv, hcv, and hbv. Some samples generated invalid results for the internal control, indicating potential issues with sample integrity. No amplification was observed in the targets for the provided samples.